Manufacturer narrative:
H6: the device was evaluated by ventec where the reported issues of it being unable to maintain set peep (positive end expiratory pressure) and delivering erratic (low) vte (exhaled tidal volume) could not be duplicated or confirmed. Proper device operation was confirmed through functional and performance testing. The cause of the reported issues could not be determined.

Event description:
An authorized service provider (asp) contacted ventec to report that the device was unable to maintain set peep (positive end expiratory pressure) and was delivering erratic (low) vte (exhaled tidal volume). There were no reports of patient use associated with the reported issues.